Event description:
Additional information was received from the patient reported that they experienced a loss or change in therapy. The patient did not feel like the therapy had been right for them since implant of their implantable neurostimulator (ins) on (B)(6) 2014 as they still had urgency on and off. The patient did not feel the stimulation and the therapy was not on. The therapy was then turned on which resolved the issue. It was reviewed with the patient that the therapy had to be turned on to be effective. It was also noted that the patient was confused about the on/off buttons on the programmer. The patient did not have a managing physician for the ins device. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their device was not helping with their symptoms. This reportedly began a long time ago, "maybe a year." No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0pf69, implanted: (B)(6) 2014, explanted: product type: lead. (B)(4).

Event description:
The consumer reported having a lot of frequency and urgency, noting that turning stimulation up did not seem to do a whole lot. The patient reportedly needed more training. The device reportedly did help though the patient did have to rush and sometimes did not make it to the bathroom; the patient still had issues. The patient had these symptoms prior to implant, but they never had been completely controlled since implant. Occasional urinary tract infections (utis) were reported prior to implant and had went away. Utis were reported since implant but they went away pretty fast; there were no signs of an infection at the time of the call. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.